Event description:
It was reported that there was a suspicion of a lead break however no reason was given why there was a suspicion. X-rays for the patient were sent in and reviewed by the manufacturer. There were two ap and lateral images of the chest and neck. The generator and lead implant position looked normal according to labeling. The connector pin did not appear to be fully inserted into the generator as the pin could not be visualized past the connector block however due to the quality of the images this could not be confirmed. The strain relief present was not sufficient based on labeling however no other issues were observed. No additional information has been received to date.

Event description:
Further information was received from the company representative stating that the patient was revised in surgery and the pin insertion was checked. Everything was stated to be ok following the surgery however no additional information was received regarding the patient.